Manufacturer narrative:
No sample has been received to date. (B)(4) was received from the facility and the FDA. 3m has recently implemented a labeling change informing users of the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve in addition to bd maxzero¿ needle-free connectors. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. End of report

Event description:
A customer reported the following information via a medwatch report: "administered medication to specified {sicu} patient and curos jet¿ cap malfunction occurred. Medication was not properly administered to the patient, but found to leak onto the floor. Curos jet cap was kept and will be returned to company per management request. Medication then administered late to patient. No patient impact occurred."